Manufacturer narrative:
Product ID: neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that the patient was near empty pump in the past due to a missed refill. It was unknown what the pump system was delivering at the time of event. The event occurred on (B)(6) 2015. Additional information reportedthat the pump was replaced "(B)(6) 2015." No symptoms were reported. It was unknown what the pump system was delivering at the time of event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)